Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It is reported flow issues. Event description: material #unknown. Lot #unknown. "We¿ve had an increase in issues with our infusystem cadd solis vip home infusion pumps that deliver chemotherapy over days. We have issues where the infusion will run too fast or too slow over the course of the patient¿s therapy. We do use bd optima phaseal injectors on the tubing for these preps with the pumps, which infusystem told us can slow down the infusion by +/-10% which is wider than the spec tolerance of +/-6%. Since we¿ve been using phaseal with the pumps for many years and are suddenly having issues, we¿re wondering if anything changed in how the phaseal injectors are manufactured (e.g., different plastics, different bore sizes maybe, other components?) That could be affecting the flow rates."